Manufacturer narrative:
Correction: device serial number, unique device identification (UDI) and manufacture date updated to proper value. Following replacement of the cmos battery, the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Medtronic representative went to the site to test the equipment. Testing revealed that the memory dimm's were reseated, the cmos battery was replaced and the cmos settings were reconfigured. Additionally, patient data was removed from the hard drive to clear space on the hard drive. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while prepping for a procedure, the navigation system intermittently went unresponsive and would display "no signal" on the monitor. There was no patient present when this issue was identified. No additional information was provided.